Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a crack at the root of the cord. There were no reports of patient harm.

Event description:
It was reported that the subject device had a crack at the root of the cord. There were no reports of patient harm. The issue occurred before a therapeutic procedure. The procedure was successfully completed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, e1, e3, e3, g2, g3, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: pixel defects. Based on the results of the investigation, a definitive root cause could not be identified for the crack at the base of the cord event, nor for the pixel defects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.